Manufacturer narrative:
Follow-up # 1 date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during testing, the pump was powered on and emitted a call service 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue: cs 087. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.